Manufacturer narrative:
Samples are available that have not yet been received at manufacturing for evaluation. Lot number information has not been confirmed for this report, but two possible lot numbers have been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that seven knives were noted to be blunt. Alternate knives were obtained in order to perform the planned procedures. There was no contact between the unsatisfactory knives and any patient thus, there was no impact to any patient. Additional information received further clarified that the blunt knives were note prior to the start of cataract surgeries.

Manufacturer narrative:
Seven opened knife samples were received unprotected in a pouch for the reported issue of being blunt. The returned samples were visually inspected and were all found to be nonconforming with damaged tips and damaged cutting edges. A review of the device history record related to the reported possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the possible lots for the reported issue. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos show seven knives with unprotected tips in a pouch. The reported product was confirmed from the photos, but not the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).